Event description:
It was reported there was an elective replacement indicator (eri) message. It was noted there was an impedance of >3600 ohms. It was noted 6 months prior to report the patient had eri and the manufacturer representative had performed an impedance test at that time. It was noted all of the impedances were >3600 ohms but the patient was still getting stimulation. It was stated the therapy impedance was about 300 ohms. It was stated they would replace the implantable neurostimulator (ins) on the day of report with a new ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient felt therapy was not helping as much despite having stimulation in the desired areas. It was noted the patient opted to not replace the implantable neurostimulator (ins) when it reached end of service (eos). It was further noted that high impedance were measured on 1 of the electrodes indicating disconnection. It was further noted the patient still had stimulation in the desired areas and did not want to get the ins replaced. The reporter stated the patient's healthcare professional did not request any x-rays or further intervention. The reporter further stated the patient returned to their hcp and said stimulation was helping more than they though and they wanted to have the ins replaced. It was noted the patient's hcp only got permission to replace the ins and not the lead revision. It was further noted the hcp stated they would revise the lead later if needed. The reporter stated they saw what appeared to be a severed lead near the anchor on x-ray. The reporter further stated that the same high impedances were noted with the new ins. It was noted that desired stimulation was achieved post operation. It was further noted the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).